Event description:
A malfunction alarm, identified as malfunction code 0, was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump and assisted in its reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to report if the issue reappeared.